Event description:
The customer reported six false positive results with the ID now covid-19 assay on direct tested kitted swab samples on separate patients on (B)(6) 2022. This report is for patient five (5) of six (6). Confirmation pcr testing was performed the same day which generated negative results (platform unknown; CT value 37). No additional information including patient's outcome and health status was reported.

Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers 1221359-2022-05177 through 1221359-2022-05182.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1075789 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1075789 and test base part number 190-430 / lot 1075789. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1075789 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided . However, a possible assignable root cause is patient sample interference.